Manufacturer narrative:
A complaint review from 2000 to present was completed for any deterministic effects of radiation. Three events were reported to ge: reported to FDA 2008 (2126677-2008-00089), reported to FDA 2009 (2126677-2009-00043) and reported to FDA 2009 (2126677-2009-00044). Ge measurement and evaluation of the perfusion scan parameters used by the site showed that the possible dose administered to each pt was greater than recognized threshold levels for deterministic effects. By using the site's user defined technique factors for brain perfusion vs the ge ref technique factors, this site increased pt dose levels for this exam to a level that is greater than the FDA recognized threshold. No system malfunction was reported or determined to exist. This event was determined to have been caused by prescribing a scan with characteristics that could result in a pt's absorbed skin dose nearing or exceeding the threshold for deterministic effects. The operator's are licensed, trained, and are under site-specific procedures concerning pt dose and exam prescription. Ge recommends that facilities monitor pt dose and to pay close attention to any exam prescription that could approach levels as discussed by the FDA as thresholds for deterministic effects. Pt info was requested from the site. The approximate dose estimated from the technique factors per pt. The actual technique factors used per pt was also requested from the site.

Event description:
It was reported to ge healthcare that during a visit, they were told they had delivered at least 4 times the normal dose in perfusion scanning. Upon additional investigation, it was learned that approx 10 pts were unintentionally exposed to excessive levels of radiation that lead to deterministic effects - as told to ge by site reps. It was reported that some pts experienced localized hair loss after brain perfusion scanning. The dose prescribed by the site was significantly greater than ge provided protocols. The ge provided protocols for this scan type result in a pt dose that is significantly lower than scientifically and FDA recognized threshold levels for possible deterministic effects.